Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of pain and swelling are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema and pain: "adverse reactions: the most common adverse reactions (>20% of subjects) include injection site edema/swelling, hematoma, pain, numbness, erythema and induration. Clinical trials experience. Because clinical trials are conducted under widely varying conditions, the adverse reaction rates observed in the clinical trials of a drug cannot be directly compared to rates in the clinical trials of another drug and may not reflect the rates observed in practice. In (B)(6) clinical trials 513 subjects were treated with kybella and 506 subjects were treated with placebo. The population was 19-65 years old, 85% were women, 87% caucasian, 8% african american. At baseline the population had a mean bmi of (B)(6), moderate to severe submental convexity (graded as 2 or 3 on a 0 to 4 scale) and without excessive skin laxity. Subjects received up to 6 treatments at least 1 month apart and were followed for up to 6 months after the last received treatment." On a table of commonly reported adverse reactions listed of the subjects using kybella® had 87% edema/swelling and 70% pain. While the subjects using the placebo had 43% edema/swelling and 32% pain. "Adverse reactions that lasted more than 30 days and occurred in more than 10% of subjects were injection site numbness (42%), injection site edema/swelling (20%), injection site pain (16%), and injection site induration (13%)."

Event description:
Research data received noted a patient having their first treatment with kybella®. The patient had been "numbed" prior to injection with kybella® and had pain during the injection. Patient claimed to have "swelled up." The patient claims that their chin is "larger than it was before" injection. The patient also notes that the product "would not work" and that it had "the opposite effect" they wanted. It was not known the kybella® skin grid was used.